Manufacturer narrative:
A service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb) to resolve the issue and the analog interface (ai) pcb was updated. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator was inoperable. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the analog interface (ai) printed circuit board (pcb) and the breath delivery (bd) xena ii pcb was returned for failure investigation. The components were visually inspected and functionally tested. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.